Event description:
It was reported that patient underwent a left hip revision approximately 2 years post implantation due to metallosis and limb length discrepancy. During the surgery, the head component was removed and replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
UDI (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00786401420, item name: femoral stem press-fit, lot #: 63207151, item number: 00875201336, item name: liner elevated rim, lot #: 63145338, item number: 00875705801, item name: shell with cluster holes, lot #: 63238350. Explanted in (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately two years post-implantation due to metallosis. Head component was removed and exchanged. Attempts have been made and no additional information is available at this time.